Event description:
It was reported that 6 bd saf-t-intima¿ IV catheter safety systems experienced foreign matter in device cannula. The following information was provided by the initial reporter: occurred in the department of nephrology, there was foreign matter in the catheter tubing during the use of the product. The product is not used in the body, and there is a suspected glue-like foreign matter on the wall of the foreign matter in the preparation step, no high-definition photo.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-27. H6: investigation summary bd received 1 sample submitted for evaluation. The reported issue was not confirmed upon thorough visual inspection of the sample. Since the reported failure was not confirmed a root cause related to the manufacturing process cannot be established. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd saf-t-intima¿ IV catheter safety systems experienced foreign matter in device cannula. The following information was provided by the initial reporter: occurred in the department of nephrology, there was foreign matter in the catheter tubing during the use of the product. The product is not used in the body, and there is a suspected glue-like foreign matter on the wall of the foreign matter in the preparation step, no high-definition photo.